Event description:
A malfunction was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The technical support team provided information to reset the pump, assisted the caller with resetting, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue occurs again.